Manufacturer narrative:
The technician investigated and found the bed to be operating properly. The technician instructed the staff on the bed functions. (B)(4) bed user manual states: siderails are intended to be a reminder to the pt of the bed's edges, not a pt restraining device. When appropriate, hill-rom recommends that medical personnel determine the proper methods necessary to make sure a pt remains safely in bed. (B)(4) bed user manual states: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol.

Event description:
Info received indicates the bed alarm keeps shutting off and the pt keeps falling out of bed. The account stated the pt has fallen out of the bed about 15 times because the bed alarm keeps shutting off. Pt info was not released.